Event description:
The electrode array of the device was only partially inserted during implant surgery. Electrodes 1 through 6 were reported to be outside of the cochlea. The patient reported popping and facial nerve stimulation with use of the device beginning in 1994, shortly after her initial stimulation. Reprogramming reportedly resolved the problem. Implant testing in october 2005 showed one short circuit electrode and unusual amplitude growth. Explantation of the device took place in 2005. During the surgery it was determined that 13 electrodes were outside of the cochlea.